Event description:
It was reported by customer that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety disengaged exposing needle. The following was received from the initial reporter: we have a safety issue with your item 386862. The safety is disengaging and exposing the needle after use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-aug-2023 h6: investigation summary our quality engineer inspected the 1 photo and 414 representative samples submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection and testing of the samples and photos. The returned photos showed that the entire tip shield was detached from the needle, with the washer detached from the tip shield. The 414 representative samples were also functionally tested for the reported failure mode. Of the 414 samples 179 failed the safety activation test. Visual inspection of the failed samples showed they were all missing a bump on the cannula, which is necessary for proper needle tip shielding. Bd determined that the cause of the failure was related to our manufacturing process. A CAPA has been initiated and a manufacturing root cause is being investigated for this failure mode. Bd is conducting a voluntary medical device recall of the lot 2238464 for the bd cathenatm safety IV catheter system product. Production records were reviewed, and a quality notification was raised during the production of this batch, but the issue is not the cause of the observed failure. H3 other text : see h10.

Event description:
It was reported by customer that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety disengaged exposing needle. The following was received from the initial reporter: we have a safety issue with your item 386862. The safety is disengaging and exposing the needle after use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.